Event description:
It was reported that the lead safety switch of the pacemaker was triggered due to right ventricular pace impedance greater than 3,000 ohms. Technical services recommended further assessment of the pacemaker system in-clinic. The pacemaker and rv lead remain in service and no adverse patient effects were reported.